Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the active directory passwords did not work after new accounts were synchronized to the server due to duplicate user accounts across domains causing synchronization mismatch. A technical support specialist (tss)reviewed the active directory configuration and verified that the ad group configured on the es server was hs-carefusion users. Connectivity tests to the domain controller on ports 53 and 389 were successful. During the investigation, it was identified that the affected user had accounts in both the eastern health and nlhs domains, and it was explained that password synchronization issues between domains may result in authentication failures if the incorrect domain password is used. Tss also reviewed knowledge article, updated the sync ID field, removed the domain entry as outlined in the article, and confirmed the user group configuration. Additionally, it was advised that all users should be members of the appropriate carefusion ad group configured on the pyxis server and that newly created accounts should be validated accordingly. The customer acknowledged the findings and authorized case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server active directory passwords were not working for newly synchronized user accounts. The user stated that the issue began only a few days ago and affected all newly created accounts after they were synced to the pyxis es server. As a result, impacted users were unable to authenticate using their active directory credentials, potentially affected access to the pyxis system and normal workflow operations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.